Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate the customer's indication of error or malfunction. The unit was returned in a good working order, and no maintenance is required at this time. A successful functional check was performed and it meets manufacturer specifications. Root cause - the complaint is not confirmed, and the unit passes all specific functional testing. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after positioning the patient with the headrest (a3059 mayfield composite series skull clamp), the patient's head fell downward (the patient was prone). This caused a wound approximately 11 cm long on the scalp. At the time the head fell, no one was touching the patient. The surgeon realized that the screw on the first point side was loose; however, he had screwed it in tightly. The customer finished the surgery using another loaner skull clamp and foam cushion under head. There was increase of surgery time of 1 hour.